Manufacturer narrative:
As reported, sepramesh ip inner package was damaged. Photos and a video were provided for review. Evaluation shows the pouch has been opened and there is wrinkling present where the vendor seal has been opened on both the left and right sides of the pouch. Photos and video do not assist in determining root cause. The physical sample has been received for evaluation. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 108 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. Evaluation of the sample finds that side seals on one side of the pouch showed some elongation/curling after peeling (opening). This can happen during the opening process based on the opening technique used. This occurrence does not affect sterility or compromise the sterile transfer. Inspection of the entire pouch and sealing area indicated that the pouch was sealed correctly, and the pouch integrity was intact with wrinkling present on the foil pouch where the seal has been opened. Examination of the seal confirms there was no breach to the package prior to opening. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when staff opened the outer box of the sepramesh ip mesh the inner package was found to be damaged. It was reported that they did not continue to use the product for fear of contamination. Another mesh was used to complete the procedure. There was no patient injury.

Event description:
As reported, when staff opened the outer box of the sepramesh ip mesh the inner package was found to be damaged. It was reported that they did not continue to use the product for fear of contamination. Another mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, sepramesh ip inner package was damaged. Photos and a video were provided for review. Evaluation shows the pouch has been opened and there is wrinkling present where the vendor seal has been opened on both the left and right sides of the pouch. Photos and video do not assist in determining root cause. The physical sample has been received for evaluation. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.